Event description:
It was reported that during follow-up, the atrial lead exhibited inappropriate auto mode switch episodes due to noise. The noise was reproducible through isometrics. The device was reprogrammed and the lead remained implanted. The patient was in good condition.